Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, the weight of the device to the specification, fold crease, and wear abrasion. A microscopic analysis was performed which identified a sharp crease opening on the radius side and non-penetrating nicks (stress marks). Based on the device analysis, the final assessment is a sharp crease opening on radius side due to fold flaw opening.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.